Event description:
Rptr has mentors saline diaphragm valve implants. These implants are repeatedly breaking. It has occurred 2 times in 3 years. This has caused rptr deep pain in chest, sickness etc... Rptr realizes rptr is not dieing of this situation however it has caused rptr tremendous discomfort as well as multiple operations. Mentor claims the first implant was not defective. However, it has occurred again. What should rptr do? Rptr has aquired a different surgeon who is going to place mcghan implants in rptr. Currently being seen by different surgeon due to complication with old doctor. Rptr is waiting for insurance to approve replacement of both implants with a mcghan "coparative" product.